Event description:
Patient reported pt was getting high results on pt's surestep meter but had symptoms (blurred vision, shakes/tremors, weakness) pt feels are consistent with low (blood glucose) reading. Control solution test result was in range. No harm was alleged.